Manufacturer narrative:
(B)(4) report source: foreign (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported patient has been indicated for revision due fracture of the shoulder blade and dislocation of the implant head. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported that a patient has been indicated for a revision an unknown time-frame post implantation due to pain, shoulder blade fracture, and dislocation. The revision has been postponed due to covid-19. No further information is available.

Manufacturer narrative:
Surgery postponed due to covid-19. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.